Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03773 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were to be used during a biopsy procedure. According to the complainant, while preparing for the procedure, the needle inside the jaws/cups was found to be bent. The same malfunction was also identified in a second of the same device. The account reported no visible damage to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. Functionally the device jaws would open, however, the bent needle did not allow proper jaw closure. No anomalies were noted with the device riveting and crimping marks, which were within specifications. A dimensional inspection was performed and the device failed the ring gage test. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed and no anomalies were noted. (B)(4).

Manufacturer narrative:
Patient identifier, age and weight are unknown. Event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03773 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 single-use biopsy forceps were to be used during a biopsy procedure. According to the complainant, while preparing for the procedure, the needle inside the jaws/cups was found to be bent. The same malfunction was also identified in a second of the same device. The account reported no visible damage to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.